Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-02461. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.